Event description:
Procedure and vascular access team (pvat) was trialing a new PICC (peripherally inserted central catheter) with guidewire. PICC is a neomagic brand. The team have placed 3 piccs at this time, the other two look okay. During dressing change, PICC catheter fracture occurred.